Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 469 mg/dl at the time of incident. Customer reported that the insulin pump had battery compartment was damaged. Customer stated that the insulin pump had cosmetic damage. Customer stated that the reservoir and insulin pump does not show signs of damage. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device pass displacement test. Device received with stripped battery cap coin slot(p), broken battery tube threads and broken reservoir tube lip. The test infusion set and reservoir does lock into place. (B)(4).